Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was initially reported that the ins was not working at all since this week and then the patient stated that they had done everything; the patient tried to use their patient programmer (pp) and nothing happened. The patient clarified nothing came up on the display screen when they tried to connect. The patient also clarified that both the ins and the pp were not working, both since this week. The patient stated they used the pp for an MRI of their knee about 6 weeks ago and they had tried to change the aaa batteries in the pp multiple times but that had not resolved the issue. Repair noted the pp would not power up. It was suggested that if the new pp did not connect to the ins, the patient should contact their healthcare professional (hcp) to have the ins checked. A replacement pp was sent to the patient. No symptoms were reported. No further complications were reported/anticipated.